Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she was sent the wrong infusion sets and her daughter had bent cannulas, pain, and high blood glucose as a result. The patient's blood glucose at the time of incident was in the 400 mg/dl or 500 mg/dl range. The cannula was too long and became bent. No products were returned and a replacement infusion set was shipped to the customer.